Manufacturer narrative:
Diopter: 18.50 se/3.5. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Device evaluated by manufacturer? No - device not returned. (B)(4). Method codes(s): evaluation method: lens work order search results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s):conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl +18.50 se/3.5 diopter silicone single piece lens with toric optic in the patient's right eye on (B)(6) 2013. A rapid capsule pacification made a yag necessary at three months out. The physician saw the patient on (B)(6) 2016, the lens had rotated almost 90 degrees and left patient with lots of astigmatism and on the first post op day her acuity improved to 20/30 without correction. The repositioning went smooth. On (b)(\6) 2016, the lens had rotated back to the 90 degrees out of alignment and patient now has 4.5 diopter so of cylinder again. It was decided to explant and exchange the lens. The lens was explanted on (B)(6) 2016 and exchanged for a non-staar lens. Patient's va is 20/50. Cause of incident is unknown.